Manufacturer narrative:
The contribution of the device to the reported event has not yet been determined as the device has not been returned for evaluation at this time. A follow-up report will be submitted, including a most likely cause if a root cause can not be determined.

Event description:
On 6/12/2023, it was reported by an arthrex employee via email that an ar-2324bcc biocomposite swivelock anchor was detached. This was discovered upon opening the package during a procedure. Additional information received on 6/22/2023: this was discovered during an rcr procedure on (B)(6) 2023. The eyelet fell out when the surgeon attempted to use it. Additional information requested.

Event description:
Additional information received on 11/3/2023: the swivelock never went inside the patient.

Manufacturer narrative:
Additional info: b5 updated h3 device evaluation changed h6 updated the complaint allegation was not confirmed. (1) unpackaged ar-2324bcc was returned for investigation. No photos are provided. The returned device was visually inspected, and it was noted that the eyelet is still on the shaft attached to the suture, and no damage was found. The visual evaluation found that the bio was damaged at the distal end, missing the geometry. Functional tests found that the outer tube moves smoothly and without resistance. No problem found. Corrections: h1 set as n/a arthrex previously submitted this event as a reportable malfunction out of an abundance of caution. Upon receiving additional information from the field that clarified the event and evaluation of the returned devices, it has been determined that this event does not meet the criteria of a reportable event under 21 cfr 803.